Event description:
During a laparoscopic assisted vaginal hysterectomy the surgeon on the first firing of the ez35w completely closed the locking trigger then pulled the firing trigger. A loud crunch was heard. The locking trigger and firing trigger were released with the thumb release button. No staples were laid and the blade did not cut. The instrument did not function properly after the crunch. A second ez35w was pulled with the same results. The third ez35w was used to complete the case. There ws no consequence to the patient. 12/23/1996 1315 left message and 800# for m.d. To call back. 12/24/1996 nncl sent.

Manufacturer narrative:
Results of evaluation: conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Due to the damaged firing mechanism the instrument may become difficult to release from tissue. Comments: some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing priro to complete clamping of the jaws and failure to properly follow reloading instructions.